Event description:
The patient was admitted for a procedure in 2008 with a lesion in the right internal carotid artery. There was mild calcification and 70% stenosis. The lesion was pre-dilated at 10atm and an angioguard was delivered, and a precise stent was successfully implanted. The stent was post-dilated. After the post-dilatation, the patient developed a stroke with symptoms of heavy paralysis on the left side of the body and convulsions. Edaravone and glyceol were administered for reducing cerebral edema, and intravenous treatment (phenytoin) was given for convulsions. Although the mild paralysis and convulsion still remained, the patient is recovering gradually. According to the physician, debris might have gone through the filter basket and leading to the stroke.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 1016427-2009-00036 and 9616099-2009-00164. The complaint received states that during carotid stent implantation, the patient suffered cerebral embolism causing a stroke. This is a male with unknown medical history. The target lesion was right internal carotid artery described as mildly calcified, non-tortuous and 70% stenotic. An angioguard was inserted, tracked, deployed and retrieved without difficulties. Pre-dilation was done with an unknown balloon. One precise stent was placed without report of difficulties. Post-dilation was done; however, after this was completed, the patient developed heavy paralysis on the left side and convulsions. Edaravone and glyceol were administered for stroke treatment, and intravenous treatment (phenytoin) was given for convulsion. Per the account, "although the mild paralysis and convulsion are still reminded on the patient, he is recovering gradually now". According to the physician, "debris might have gone through the filter basket and lead to stroke". The angioguard was discarded and the stent remains implanted thus neither device is available for analysis. Note: facility lot number is cordis lot number. Per facility report: cordis corporation reported no product is expected to be returned to lake region medical for evaluation; however, a copy of the investigation request including lot traceability was provided. Without the return of the actual device in question for evaluation, co is unable to determine the exact cause for this incident. Co did review the device history records relative to the manufacturing, inspecting and packaging. This packaging lot contained a total units, which were shipped from facility on july 3, 2008. The history records indicate this product was final inspection tested at facility and was determined to be acceptable cerebral embolism and the resultant stoke are known potential adverse events associated with carotid stent implantation procedures and are listed in the IFU (instructions for use) as such. The manipulation of the carotid artery and the stenotic portion of the vessel may produce debris that embolizes in the down stream vasculature. Embolism to the cerebral vasculature may cause a ischemic stroke in the associated structures fed from the circulation. The very act of pre- and post-dilatation, and stent implantation intentionally cause disruption of the stenotic area in the pursuit of disease treatment. Pending DHR review, the information suggests that vessel and procedural factors may have contributed to the reported events.